Event description:
Olympus medical systems corp. (Omsc) was informed from user facility that the subject device occurs error display (error code unknown) and the tissue pad has peeled off and cannot be output. The intended procedure was completed with another device. The following information was then obtained from the usr facility. - the procedure in which the event occurred was open liver resection procedure. - the error code that occurred is e504. - the user facility assumed that the subject device was worn out because it had been cutting a thin tube that is the size of a hair. There was no patient injury reported.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of omsc the following was confirmed, - the lot number was 12k with supplementary information number of ¿19". - the tissue pad was worn out, and it was partially peeled off. - there was a mark in the non-insulated area which indicates that non-insulated area and the probe came into contact. - there was a mark in the probe which indicates that the probe and non-insulated area came into contact. - the coating of the probe was partially peeling. - no abnormalities detected when probe check was implemented. - seal short circuit error was not detected when the output was activated in seal mode while the grasping section was closed. The DHR with the lot number of the subject device was confirmed. No abnormalities detected in the DHR for the following items which related to the reported phenomenon. [Inspection] high-frequency output [inspection] appearance based on the condition of the subject device, a likely mechanism causing the reported event might be the following: nothing was grasped between the grasping section and the distal end of the probe while the output was activated in seal & cut mode (this includes after tissue resection). This might have caused the tissue pad to partially wear out and peeled off. Since the tissue pad was worn out, the non-insulated area and the distal end of the probe came into contact. The output was activated in seal & cut mode while the non-insulated area was contacting the probe. This caused the probe and the non-insulated area to have a contact mark, and the error was detected. The above device handling has warned in the instruction manual.